Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a weak battery alert and a failed battery test alarm. Customer stated the contacts on the battery cap are not damaged or missing and the battery compartment and spring are not damaged or corroded. No troubleshooting was done as the customer had already inserted a new battery and cleared the alarm. Blood glucose value is unknown. The customer requested a new battery cap. The customer was advised to monitor the insulin pump and a battery cap replacement would be sent.